Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported rolling over his patient line which caused the patient to disconnect from the liberty cycler. Additional information was solicited and the patient's clinic reported on (B)(6) 2017 that the patient did have to get the catheter repaired (catheter extension set was replaced) as a result of the disconnection. There was no other complications reported. Sample was requested for plant investigation.